Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a display anomaly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with normal operating current. Device passed displacement test and self test. Pump passed off no power test. No unexpected display anomalies alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. However, insulin pump received with broken reservoir tube lip, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off.